Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1600 mcg/day) via an implanted pump. The patient¿s medical history included spastic medical intractable cerebral palsy, pump implant, vp shunt, and hamstring release on (B)(6) 2015. The patient was admitted about a year ago for a possible seizure. His vp shunt was placed at birth and later revised. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patient had increased spasticity despite increasing dosage. On an unknown date, cap (catheter access port) aspiration was attempted with no csf (cerebrospinal fluid). An x-ray was also done. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The spinal segment of the catheter was replaced. The existing spinal segment remained implanted and tied off. It was unknown if this resolved the issue. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2016 from the hcp and it was reported that the patient had recently presented to the emergency department because of increasing spasticity. He was evaluated at that time and a side port aspiration was attempted and was unsuccessful. The patient was started on oral baclofen 20 mg/tid. With this, his tone was a little bit better, but not nearly at baseline with a functional intrathecal baclofen pump. Consequently he was taken to surgery for exploration and revision as needed. During the procedure, the intrathecal catheter was disconnected at the connector and there was absolutely no flow of csf. The hcp attempted to irrigate the catheter, but this was unsuccessful due to a high-grade obstruction. This suggested that at least part of the problem was with the thecal catheter. They wanted to be sure that there was no problem from the pump to the catheter. Consequently, using fluoroscopic guidance, they re-accessed the sideport and injected a small amount of lactated ringers just to make sure that it was working from the pump to the connector; it was found to be functional the old catheter was tied off after cutting most of it off to the area where it entered into the fascia. It was noted that the patient may have had a large granuloma or at least a significant scar tissue from the catheter and from intrathecal baclofen. During the procedure it was noted that the patient¿s arachnoid was thickened maximally and the nerve roots were all stuck together and clumped consistent with arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.